Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported that the insulin pump returned recurring multiple no delivery alarms. Customer performed a set change after each no delivery alarms. Blood glucose level was 384 mg/dl at the time of the call. No further information was provided.